Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m91n4f.. The analysis results of the er420 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; the device rotated as intended; in addition, during the analysis, the instrument was cycled and it fed and formed 11 scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not rotate. Another like device was used to complete the procedure. There were no adverse consequences for the patient.